Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported the patient's right hip was revised due to the trunnion shearing off of the stem the stem, head, and liner were revised to a restoration modular stem construct, ceramic head, and mdm liner with adm/mdm insert. There are no allegations against the revised liner. Rep provided the primary usage sheet and a pre-revision x-ray and reported that no further information will be released.

Event description:
It was reported the patient's right hip was revised due to the trunnion shearing off of the stem the stem, head, and liner were revised to a restoration modular stem construct, ceramic head, and mdm liner with adm/mdm insert. There are no allegations against the revised liner. Rep provided the primary usage sheet and a pre-revision x-ray and reported that no further information will be released.

Manufacturer narrative:
Reported event an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem. The event was confirmed via clinician review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: rejected for medical review provided x-ray image confirms disassociation and trunnion wear, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock. Complaint history review: there have been no other similar events for the reported lot. Conclusions lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.